Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "patient was accessed on december 24. Family called their homecare nurse informing them that there was a leak from the port catheter. The patient was brought to the clinic for evaluation and found to have leaks just above the hub. Even when clamped down to the lowest portion of the tubing, saline was still "leaking" from the top of the hub before the tubing starts. Patient had to be deaccessed and reaccessed to restart their continuous infusions. There was visible leakage from the blinatumomab. Patient harm occurred because they needed to be deaccessed and reaccessed right away, therefore they were unable to use the numbing cream and continuous infusion was paused for at least 2 hours before restarting."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "patient was accessed on december 24. Family called their homecare nurse informing them that there was a leak from the port catheter. The patient was brought to the clinic for evaluation and found to have leaks just above the hub. Even when clamped down to the lowest portion of the tubing, saline was still "leaking" from the top of the hub before the tubing starts. Patient had to be deaccessed and reaccessed to restart their continuous infusions. There was visible leakage from the blinatumomab. Patient harm occurred because they needed to be deaccessed and reaccessed right away, therefore they were unable to use the numbing cream and continuous infusion was paused for at least 2 hours before restarting."